Event description:
It was reported that a spectrum infusion pump over-infused during delivery. Dexamethasone at 1 gram/hr was administered and clinician noticed that bottle emptied in less than an hour. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "over infusion, dexamethasone at 1 mcgram/hr clinician noticed that bottle emptied in less than an hour" was not reproduced. The flow accuracy verification was performed at (rate: 125ml/hr - volume to be infused: 125ml/hr. Results: 123.100 ¿ error percentage: -1.52 %). During a review of the event history log on the reported event date an infusion of dexmedetomidine was programmed at a rate of 1.3 ml/hr. The pump ran for 30 minutes at that rate. The user stopped the pump and decreased the rate, but never resumed the pump. The intended flow rate was not provided and additional details regarding pump set up are unknown, which could contribute to flow accuracy issues. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No pump correction was required. Should additional relevant information become available, a supplemental report will be submitted.